Event description:
One third tubular plate was implanted on 4/7/98 for right ulnar osteotomy with 3mm lengthening and right anterior iliac crest bone graft. Plate broke post operative and was removed on 6/30/1998. The plate was replaced with a dcp plate with bone graft. Interpore and grafton.